Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The first staple appears to be slightly misaligned. The sample appears used as there is biological material present on the device. The stapler was returned with 35 staples left in the cover block. First, the trigger cycle was completed. An attempt to fire staples was then made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. This was repeated two more times with the same result. The slight misalignment of the first staple could be preventing the staples from properly forming and from firing from the device. . The stapler was disassembled , and it was confirmed to have been assembled correctly. An attempt to manually realign the staples was made. The trigger was engaged and this time, a staple properly formed but was unable to release from the device. Another attempt to fire the device was made. The staple was able to properly form and release from the device. Another attempt to fire was made and no staple fired. This was repeated several times with the same result. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. Three staples were able to properly form and release from the device. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, no staple fired. This was repeated several times with the same result. The anvil does not appear to be defective. The anvil from the returned sample was inserted back into the returned sample. An attempt to manually realign the staples was made. The stapler was reassembled , and the trigger was engaged. This time, a staple was able to properly form and release from the device. Another attempt was made , and no staple fired. This was repeated several times with the same result. Another attempt to manually realign the staples was made. The stapler was reassembled , and the trigger was engaged. This time, a staple was able to properly form and release from the device. At this time, it was observed that the next staple was misaligned. An attempt to fire was made and no staple fired. The misalignment of the staple in the first position is preventing the staples from properly forming and from firing from the device. It could not be determined exactly how or what caused the staples to become misaligned. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "clip jammed" was confirmed based upon the sample received. The staples in the first position of the returned stapler kept becoming misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staples jammed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product visistat 35w 6/box, lot# 73f1700489 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples jammed.